Event description:
It was reported that customer observed large air bubbles or gaps in tandem mobi cartridge during loading and priming, with bubbles as wide as pig tail opening. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of room temperature insulin and fill rod, and after using tubing fill feature air bubbles or gaps no longer existed, so customer was able to resume insulin therapy and confirmed understanding of guidance.